Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was unable to attach equipment was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed safety and rotation per minute (rpm's) assessments. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the motor device rotation per minute (rpm) were below specification and the device did not meet speed requirements. It was noted in the service order "unable to attach equipment." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.